Event description:
Caller reported an issue with a cgm error 42 related to the g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided information for a complete pump reset and guided the caller through the process. After the pump reset, the cgm error code did not reappear, and the caller successfully started a new sensor session.